Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review)of the libre sensor serial number provided by the customer, the manufacturing date of the product was 7-jun-2019 and the expiry date of the product was 31-jan-20, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2020. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, " replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer had a hypoglycemic event and lost consciousness. The customer's wife treated the customer with an injection of glucagon. There was no report of death or permanent injury associated with this event.